Event description:
The customer reported that an 840 ventilator had a blank screen. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) cpu pcb and backlight inverter pcbs. The unit passed extended self-testing.